Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience the high blood glucose. The customer¿s blood glucose level was over of 437 mg/dl. At the time of incident. Customer having issue with quick set that as not sticking to body and as customer was demanding new set they advised to have manual treatment for a movement. The insulin pump will not be returned for analysis.